Event description:
During the intervention, the shaver blade started to show material abrasion in the form of particles. The surgeon manipulated the shaver system as usual without exterting extreme pressure on the resection zone. With the help of the shaver flushing system, the wear particles could be partially removed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
One blade was returned for evaluation. Visual inspection of the device found that the returned blade was unused indicating that the actual blade reported in this complaint was not returned for evaluation. Functional testing of the returned blade found that the inner tube rotated freely within the outer tube, with no binding or friction noted, indicating the edgeform of the inner blade was cut appropriately. The inner and outer blade subassemblies were also evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. The blade meet all dimensional and design requirements. Without the return of the used device, a comprehensive analysis cannot be performed. A review of the device history records were performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).